Event description:
It was reported to philips that tempus pro did not function as expected during a patient use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Type of reported complaint updated to product problem due to new information received.